Manufacturer narrative:
Identifying information of the part, such as the part number and lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2016 that utilized a paragon 28 gorilla plating system. A medium mtp plate was used to address the bunion deformity with a mix of 3.5mm locking and non-locking screw and a 4.0mm screw as a crossing screw. The patient was said to be doing well on (B)(6) 2016 appointment. However, around (B)(6) 2016, patient reported sustaining an injury on the toe while on vacation. The patient improved with a stiff shoe however, she reported increased nerve pain in (B)(6) 2017. A CT scan was completed and showed the arthrodesis had not fully healed. At about 6 months post-operatively, an x-ray revealed the 4.0mm screw to be backed out plantarly and the plate broken. The plate broke proximally to the jig holes and directly across the joint. A revision surgery was completed on (B)(6) 2017 to remove the broken hardware and a thicker paragon 28 plate was used. Patient was said to be complaint to post-operative instructions. The post-operative protocol was 6 weeks heel weight bearing, then 2 weeks full weight bearing in a short boot with transition into stiff shoe or clog at 8 weeks post-operative this is report 1 of 2 for the incident. This report is to address the 4.0mm screw that backed out. The initial reported did not report on what happened to the screw that backed out.